Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement patient programmer resolved the programmer issue. The patient clarified that the stimulation didn't drive them nuts, but the ins had been dead for 3 - 4 weeks. The patient stated that they had no stimulation because they ins had quit working. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had problems with the patient programmer for the last 1 to 1.5 months. The patient was getting the screen that the battery in the patient programmer was dead. The patient had changed the batteries with brand new rayvak batteries and got the same message. The patient had met with a manufacturer representative two times about 4-5 weeks prior to the report regarding the patient programmer not working. The patient wanted to meet with someone so that they could help her. The patient also noted that the stimulation was running all the way down her leg since implant, but it was driving her nuts on the day of the report. It is unknown if this was a sudden or gradual change in symptoms. There were no further complications reported.